Manufacturer narrative:
The account indicated the use of a qualified associated cartridge. The handpiece indicated is not qualified for use with the lens/cartridge used. Company lens models are only qualified for use with the company handpiece. Viscoelastic was not provided. It is unknown if a qualified product was used. The root cause is most likely related to a failure to follow the IFU (instructions for use). The account used an unqualified lens/cartridge/handpiece combination. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, a partial fracture or crack through central optic. High effort during initial injection, but then smoothed out. It was reported that uneventful lens loading. The lens explanted and replaced immediately during initial procedure. Additional information has been requested.